Manufacturer narrative:
The customer reported that an over-infusion occurred because the pump was programmed in error to deliver the entire bag volume in 1 hour, instead of 48 hours. Patient has been using the same pump for chemotherapy every 3 weeks, successfully since (B)(6) 2015. The medication infused was 5-fu with an intended infusion of 641 ml at 13.3 ml/hr, but was mistakenly entered as 641 ml at a rate of 641 ml/hr. This was confirmed through the devices' on-board event log, as well as several prior infusions that were entered correctly and were completed successfully. The customer confirmed there was no harm to the patient. Cme america inspected the complaint device, the pump has met all specifications and passed all volume testing. The instructions for use (IFU) were also reviewed and found to be adequate. The user had mistakenly programmed the volume to be infused (vtbi) as the rate. This over-infusion was caused by the user mis-programming the device.

Event description:
The customer contacted cme america to request a printout of the history log for this device, to confirm a programming error that led to an over-infusion. The customer reported that the over-infusion occurred because the pump was programmed in error to deliver the entire bag volume in 1 hour, instead of 48 hours. The intended infusion of 641 ml at 13.3 ml/hr was mistakenly entered as 641 ml at a rate of 641 ml/hr. The customer confirmed there was no patient harm.